Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139563.

Event description:
Relayed manufacturer report number: 3006705815-2024-01006. It was noted that the patient had been experiencing a persisting pain at their ipg site following an MRI (related report: 3006705815-2023-07100; 3006705815-2023-07101). It was also noted that one of the patient's scs leads was confirmed by their physician to have migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
The event of pain during MRI was reported to abbott. The patient had been experiencing a persisting pain at their ipg site following an MRI. One of the patient's scs leads was confirmed by their physician to have migrated. Surgical intervention was undertaken wherein the patient's scs system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.